Manufacturer narrative:
Product event summary #it was reported that the patient had issues connecting one of the batteries with one of the connection sites of the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The results of the analysis revealed that the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient was at home and had issues with connecting one of the batteries with one of the connection sites of the controller. The patient performed a controller switch and received a new backup controller from the ventricular assist device (vad) coordinator of the hospital. It was stated that there were no patient symptoms or complications associated with this event. It was also stated that there were no associated alarms or pump stops during the event. No further patient complications have been reported as a result of this event.